Event description:
On (B)(6) 2010, pt reported that both up and down arrow buttons do no work each time they are pressed. The up button works intermittently but the down button does not work at all. Pt stated both buttons pop back up when pressed. Pt reported infusion device may have been dropped a couple of times. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.